Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set. The perfusionist reported that the set leaked during use. The leak was reported as a blood-to-water leak. The report stated he replaced the disposable device and flushed the circulation system in between cardioplegia doses as a result. The perfusionist did not report if there were any patient complications as a result of the alleged event. The sample was returned to the manufacturer for analysis.

Manufacturer narrative:
The complaint condition of leaking was confirmed from blood-side to water-side. The complaint sample was submitted to a metallurgy laboratory for analysis to pinpoint the area of compromise. The device history records for 5001102 lot #0514086e04 was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition.

Event description:
Follow up with the complainant regarding any patient complications found that there are none reported; however, the patient is being treated proactively with antibiotics and is being monitored as precautionary measure.

Manufacturer narrative:
The complaint sample was submitted to a metallurgy laboratory for composition and morphology analysis. The laboratory conducted stereomicroscopy, scanning electron microscopy, energy dispersive x-ray spectroscopy (edx) and fourier transform infrared spectroscopy (ftir) analysis on the bellows of the complaint sample. The laboratory concluded that the leakage condition was the result of pitting and corrosion on the bellows of the complaint sample. They observed evidence of chemical attack near the area of pitting and analysis found high levels of phosphorus at the pitted/corrosion area. A process review at the manufacturer and at the bellows supplier found no opportunities for the observed chemical attack that could result in the observed corrosion. All process controls and risk mitigations were verified to be in place. The manufacturing process was ruled out as the root cause of the chemical exposure. It is unknown how the bellows was exposed to the harsh chemical(s).